Manufacturer narrative:
Additional information was received that the reason for explant was that the patient was no longer deriving benefit from the device. No device malfunction was suspected. The explanted devices was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 13863866; model/catalog description: linear st lead kit 50 cm; the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.